Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other implanted clip is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report mitral stenosis (increased pressure gradient). It was reported that the patient presented with severe mitral valve disease and the leaflets were noted to be calcified and severely prolapsed. Mitral regurgitation (mr) was grade 4++, degenerative. The baseline pressure gradient was over 4 mmhg. Two clips were implanted. Mr was reduced to grade 3-4, but the pressure gradient increased to 7mmhg. The physician reported the procedure a success and will manage the increased gradient with medication. The patient remained stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to patient/procedural conditions. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.